Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth on the abutment. Subsequently the patient underwent a procedure to remove the abutment (date not reported). The implanted device remains.